Manufacturer narrative:
Product evolution: the product has not returned. Product history records were reviewed and the documentation indicated the product met release criteria. A non-qualified lens was indicated. The handpiece and viscoelastic product information was not provided. The root cause is most likely related a failure to follow the directions for use (dfu). The account used a lens/cartridge combination which was not qualified for use. The use of non-qualified combinations may result in delivery issues and/or damage. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria.the product investigation could not identify a root cause. There has been one other complaint for this lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract surgery with an intraocular lens (iol) implantation, we noticed that the cartridge was split under the microscope, during implantation of the iol in the eye. The second haptic was damaged. The surgeon positioned it well and decided that it was convenient. The iol was implanted and the surgery was completed with no further problems. According to the reporter the patient¿s health/sight was impaired. The outcome of the event continues/ not resolved.